Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 379, 535 and 482 mg/dl. The customer's expected fasting blood glucose test result range is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as the product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2016. The code chip matches the test strip. The customer stated he had no changes to his exercise routine, diet, medication or diabetic treatment and that he takes insulin (34 units). The meter memory was reviewed for previous test result history: result 1 : 379mg/dl date: (B)(6) 2017 time:12:53pm fasting , result 2 : 535mg/dl date: (B)(6) 2017 time: 3:50pm fasting, result 3 : 482mg/dl date: (B)(6) 2017 time: 2:43pm fasting, result 4: 137mg/dl date: (B)(6) 2017 time: 10:08pm fasting, result 5 : 565mg/dl date: (B)(6) 2017 time: 2:32pm fasting. The customer is concerned with the 379, 535, 482, and 565mg/dl results provided in the meter's memory